Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Lot number: unknown, information not provided. UDI number: UDI number is known, as the serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted.  (B)(6). Device manufacture date: unknown as lot number was not provided. Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: since no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that clearly visible little groves on the optic of the lens could be seen during implantation. No explant is planned and no impact on patient vision has been reported. Additional information received states no interventions are planned, outcome is good and no reports of halos or other visual issues. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.